Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited an endoscope malfunction error (b30 scope communication) occurred. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the event may have occurred because there was flooding of the scope connector, and a short circuit or continuity failure occurred in the electrical board of the plug inside. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.